Manufacturer narrative:
Concomitant products: product ID 7482a40, serial # (B)(4), implanted: (B)(6) 2009, product type extension; product ID 37642, serial # (B)(4), product type programmer, patient; product ID 3389s-40, lot # v275184, implanted: (B)(6) 2009, product type lead product ID 37602, serial # (B)(4), implanted: (B)(6) 2014, product type implantable neurostimulator; product ID 3389s-40, lot # v275184, implanted: (B)(6) 2009, product type lead; product ID 7482a40, serial # (B)(4), implanted: (B)(6) 2009, product type extension; product ID 37602, serial # (B)(4), implanted: (B)(6) 2014, product type implantable neurostimulator. (B)(4).

Event description:
A healthcare professional reported that a patient whose indication for use is parkinson&#38112;dual and movement disorders had left side implantable neurostimulator (ins) impedance measurements of c/0-848, c/1-848, c/2-870, c/3-832, 0/1-8, 0/2-942, 0/3-1122, 1/2-944, 1/3-1127, 2/3-924 ohms. The patient was programmed on the left side at c+1-, 2.2v, 90pw, 135hz with therapy impedance of 819 ohms and 2.695ma. The patient was getting good therapy and there were no therapy issues. The right ins was doing fine. The right side subthalamic nucleus (stn) settings were c+3-, 4.1v, 90pw, 160hz with therapy impedance of 777 ohms and 5.345ma. No patient symptoms were reported. It was noted that the patient had fallen in april and june 2015 but the patient had had the system interrogated in july 2015 and all electrode impedance were within range. An x-ray of the lead, extension to the ins was suggested. Follow-up was going to be done with neurosurgeon. Further follow-up is being conducted to obtain information about actions/interventions taken and the cause. If additional information is received a supplemental report will be submitted.